Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an unidentified patient who was receiving baclofen of unspecified concentration at an unspecified dose rate via an implantable pump for an unknown indication. It was reported that the patient was in the intensive care unit and the hcp was trying to perform a side port access. The hcp believed she was in the port; however they were not able to aspirate cerebrospinal fluid (csf). The hcp indicated they didn't feel confident that she was completely in the port. The patient was described as being "fluffy" and the longer needle just bends. It was confirmed that the hcp was using the template from the catheter access port (cap) kit. Information was requested for using ultrasound regarding accessing the cap. The hcp normally used fluoro but the patient had too much support equipment hooked up so that was not an option. The hcp was considering how she would finish the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.